Event description:
It was reported that the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted and an scs system was implanted to address the issue. Effective therapy was restored post-op. Product investigation was unable to determine which lead has caused the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, (B)(4), (B)(6), batch: 6994704 common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, (B)(4), (B)(6), batch: 6994704 common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, (B)(4), (B)(6), batch: 6994704 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.